Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's whole screen turns completely black and the displayed contents are not able to be viewed. The device was not in patient use. The device's lcd was replaced to address the issue.